Event description:
The manufacturer received information that a bipap a30 device was returned to a third-party service center for service. During evaluation of the device, the event log was reviewed and there were ventilator inoperative error codes, e85 and e86, in the device's history. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During the evaluation of the bipap a30 at a third-party service center, the event log was reviewed and there were ventilator inoperative error codes, e85, indicating a failure of the blower pressure sensor, and e86, indicating a failure of the outlet pressure sensor. The technician recommended replacing the device's pca to address the issue. The repair of the device is in process. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed.